Event description:
Defective manifold. Part was leaking air and not creating a suction when connected to scope. Part was essentially unusable. We switched out 4-5 manifolds all with this same lot number with the same issue.